Manufacturer narrative:
A review of the (B)(4) service history was performed and found no contributing factors on or around the date of the complaint. There have been no subsequent tickets related to erratic or discrepant total b-hcg results reported by the customer. Return testing was not completed as returns were not available. The alinity system operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated and erratic results. A review of complaints for the alinity I and architect ia analyzers found no similar issues as described in this complaint. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information, patient identifier - multiple = (B)(6) and pt#2.

Event description:
The customer reported (B)(6) alinity I b-hcg results on two patients. The results provided were: on (B)(6) 2018; (B)(6). The physician questioned the result since the patient is using an iud, so a new sample on this patient was drawn on (B)(6) 2018, (B)(6). Both samples were retested on (B)(6) 2018 = (B)(6); on a different analyzer both = (B)(6). Upon checking the lab found another patient pt#2 initial on (B)(6) 2018 = (B)(6)/repeated on (B)(6) 2018 = (B)(6). There was no reported impact to patient management.